Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholecistectomy. Event description: the device was being used correctly since the surgeon is a regular user. The surgeon was about to place the clips on the vessels, but they did not come out correctly. One went well, the next one didn't. Then two came out together, the next one didn't come out, etc. Additional information received via email from company rep. On 26nov24: no clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip was manually removed as a loaded clip, leaving the feeder exposed. No dry fire noticed prior to the double feeding. The trigger couldn't be actuated as normal. The surgeon managed to place the first clip. Then he pulled the trigger and the clip did not load or come out. Then the trigger was locked, and then two clips fell together. He is a regular user of the clips, uses them in two different hospitals and does not use another one from the competition. It always proceeds in the same way with the applicator and there are no problems. Additional information received via email from company rep. On 26nov24: I have asked the client if they have gotten the clip applicator from another hospital or another way, but they assure me no, and they ask for it quite often and have not run out of clips. Intervention: changed the clip applier. Patient status: patient is good.

Event description:
Procedure performed: cholecystectomy. Event description: the device was being used correctly since the surgeon is a regular user. The surgeon was about to place the clips on the vessels, but they did not come out correctly. One went well, the next one didn't. Then two came out together, the next one didn't come out, etc. Intervention: changed the clip applier patient status: patient is good.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.